Event description:
Additional information received reported "elderly patient had urinary tract infection" dosage too much to start. The patient experienced hyper somnolence from narcotic. After the 50% reduction in dosage and narcan drip the patient was more alert. The somnolence resolved after the dosage reduction. No patient injury was reported.

Event description:
The patient was admitted to the hospital with a systematic overdose following the implant of new pump and catheter (B)(6) 2012. The patient was brought to the emergency room with lethargy and confusion several hours after arriving home from implant. The daily medication dose was 1mg/day. It was later reported, the patient was hospitalized with non- therapy related complications after the implant. The patient was diagnosed with urinary tract infection; patient was geriatric age and considered to be uroseptic. The patient was on a narcan drip and antibiotics; dose was reduced for 2 days. It was noted that the patient was stable and doing better. The pump delivered morphine.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8835 personal therapy manager (B)(4). (B)(4).

Manufacturer narrative:
(B)(4)